Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was broken easily at the middle part. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An actual suture needle was submitted for evaluation. Upon evaluation, a fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.